Event description:
Pt underwent contact surgery and implantation of a staar model aa-4203tl intraocular lens with the power of 21.5 diopter with a 2.0 cylinder in their left eye. The approximate size of the capsulorhex was 5.0mm and the cornea was listed as good. Preop va was 20/70 and intraocular pressure was 7mmhg. Pre-existing conditions included a mild case of mascular degeneration. Preop medication included ciloxin (antibiotic eye drops). Three days postoperative, the pt's uncorrected va was 20/400 and intraocular pressure was 13mm. Diagnosis was increased astigmatism. The 21.5 diopter 2.0 cylinder toric/elastic lens was removed and replaced with a 19.0 diopter lens. Postop medications included maxides (an anti-inflammatory steroid). Prognosis was excellent. Three weeks post-iol exchange the pt's uncorrected va was 20/300, corrected va was 20/20 and intraocular pressure was 13mm. Pt was refracted to -1.75 +2.50 x 170. The surgeon documented that the pt's vision was stable and prognosis excellent.